Event description:
Patient received an implant on (B)(6) 2008 of a 28 mm bifurcated device, a 16 mm limb extension and two aortic extensions. The computed tomography scan revealed the aneurysm had grown from 7.2 cm, at the time of implant, to 7.9 cm. An iliac artery aneurysm had developed since the initial implant causing a distal type I endoleak. On (B)(6) 2012, the patient was treated with two limb extensions which corrected the distal type I endoleak; however an endoleak was seen. The physician elected to end the procedure and determine the treatment options after a follow up with the patient.

Event description:
It was reported that approximately 3.5 years post-implant of a bifurcated device, two aortic extensions and one limb extension, a distal type I endoleak was noted. A follow up computed tomography revealed that the aneurysm grew since initial implant. Reportedly, the patient had been lost to follow up until recently. The patient was treated with two limb extensions to correct the endoleak. However, endoleak still existed. The physician felt the endoleak resembled a type iii endoleak. The physician attempted and failed to correct endoleak type iii by relining another bifurcated device, due to extreme tortuosity and the pre-existing devices. The physician chose to leave it untreated and monitor the patient. Additional information: it was reported that the aneurysm had grown since initial implant from 7.2 cm to 8.0 cm.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation performed. However, operative notes and discharge summary were provided for clinical assessment. Based on the review of the operative notes and discharge summary by clinical representative, it is indicated that the patient ((B)(6)) presented with a very large aortic aneurysm (7.2 cm) at the time of the initial implant. The patient was lost to follow up for some time and then presented 3.5 years later with an increase in aneurysm to 8 cm, a 4 cm right external iliac aneurysm and a type I endoleak at the distal extension cuff on the right side. On (B)(6) 2012 the type I endoleak was repaired and the right eia aneurysm was excluded using a 16 mm and 20 mm extension cuff. Review of the records indicates that the abdominal aortic aneurysm disease progressed and the patient developed an eia aneurysm on the right which may have contributed to the type I endoleak. Intraoperatively and immediately after repair of the above on (B)(6) 2012 it became apparent there was what appeared to be a type iii endoleak at the aortic bifurcation. Attempts were made to implant an additional bifurcated device but failed due to patient anatomy (significant tortuosity). Due to prolonged procedure time a 28 mm aortic extension cuff was placed, flow was reduced although still present. The physician elected to monitor the patient. Endoleaks are a known risk of the procedure, as identified in the product labeling. Patient condition contributed to the event.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned for evaluation.

Manufacturer narrative:
Based on the review of lot records/work orders and prior reports no issues with the lot were noted. Actual device not returned hence no device evaluation was performed. It was reported that the patient's disease progressed, the aneurysm grew from 7.2 cm to 7.9 cm and also developed iliac aneurysm causing loss of seal in the distal region of the initially implanted limb extension. Hence, patient condition likely contributed to the event. Endoleaks are a known risk of the procedure. No conclusions can be drawn.